Manufacturer narrative:
Tracking #.47569. Ees #.977504/a. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported the device was used during a gastrectomy (sub-total) procedure. It was reported by the affiliate that some of the staples at the beginning of the staple line were malformed. It was reported that some bleeding was noticed. The surgeon placed overstitches to stop the bleeding. There was no pt consequence.